Event description:
I am my wife's caretaker as she has short term memory problems and although mentally sharp in many areas, can no longer be trusted to take her medication, cook, or shop. She is also increasingly physically compromised, having had a leaking artery under her skull repaired in 2006. She also has an artificial heart valve implanted in 2001. We have been told by her cardiologist office that her pacemaker, medtronic model# adsr01, which was implanted in 2007 has a defective lead and we've been called in for checking for the past three months once a month at which times we are told that the lead has a problem and that it will at some time, have to be replaced, but that the risks involved will have to be evaluated. I would like this information to be kept on file and that it be determined whether or not this model has been reported for a similar problem.